Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available; the cause of the reported issue cannot be determined.

Event description:
It was reported that during the procedure the delivery wire broke off. No consequences to the patient were reported.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure the delivery wire broke off. No consequences to the patient were reported.